Manufacturer narrative:
An investigation report received from the manufacturer (avs) indicates that the event may have been due to mis-loading of the lens in the folder, causing one haptic to become trapped. The device history records were reviewed by the manufacturer and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reported that the eternity; x-70 was set into the folder of the eternity navi; xj-70. Before closing the folder, the lens position within the folder was checked. Afterward the folder was loaded to the injector body. The lens was inserted into the right eye w/o any discomfort in pushing the plunger. However right after the insertion, it was noticed that the leading haptic was missing. Because the optic had already unfolded in the eye, the lens was cut and removed from the eye. Additional information indicated a replacement x-70 lens was inserted with xj-70. After the insertion was completed, posterior capsule tear was found. Vitrectomy was performed to avoid vitreous prolapse. Most current post operative visit (date unknown) revealed no inflammation and the patient's visual acuity was satisfactory. Please reference MDR# 2031924-2011-00108.